Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had been hospitalized three times due to high blood glucose levels. The caller reported that the insulin pump was not delivering insulin properly. Caller reported that the customer has had blood glucose levels over 600 mg/dl. The caller was unable to troubleshoot at the time of the call and was advised to call back. The insulin pump will not be replaced or returned for analysis.